Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No rewind anomaly or slow rewind anomaly noted. The pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected low battery alarms noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer has been off of the insulin pump for 2 months and states the device has been malfunctioning. Troubleshooting for moisture damage on the insulin pump was performed. Customer advised the moisture damage is possibly from being under the rain. Customer advised there is no moisture visible on the insulin pump. Customer advised they noticed alarms more frequently after the device went under the rain. Customer's alarm history showed low battery alarm only. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.